Manufacturer narrative:
The insulin pump was received missing segments due to cracked zebra connector on lcd board. The insulin pump was received with operating currents within specification. The insulin pump passed error test, rewind, basic occlusion test and displacement test. However, we were unable to prime unit during prime test due to faulty force sensor resistor. The insulin pump was received missing end cap sticker, cracked case at display window corners, broken reservoir tube lip and minor scratches on lcd window, corroded battery tube and corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of missing segments from the lcd display. The customer's blood glucose reading was unknown. The customer will return the pump for analysis.